Event description:
Caller reported a malfunction alarm indicated by code 199 in tandem source, identified as a pump issue. There was no adverse impact to the caller's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.